Event description:
It was reported that sporadic out of range impedances were measured on some bipolar configurations. It was noted the patient did not experience a clinically undesirable adverse event. It was noted the outcome was listed as ongoing event. It was further noted the etiology was possibly related to the implant procedure. It was noted that there were no patient symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3888q45, lot# va07lh4, product type: lead. (B)(4).